Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user within the first week of ilet use experienced hypoglycemia while in a meeting, with device beeping and subsequent frustration with alarms; data sync indicated lows associated with automated corrections, and the user had adjusted to a higher target after training and received education on the learning phase. Symptoms included feeling low and lightheaded, with a lowest blood glucose of 55 mg/dl and approximately one hour below range. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of synced device data and provision of troubleshooting and education. Investigation of this case revealed no device malfunction and suggested the event was associated with early adaptation of automated insulin dosing and correction behavior, with urgent low alarms functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.